Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed and no parts were replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the pendant showed door open warning message. No patient was present at the time of the event.